Event description:
It was reported that an ilet bionic pancreas displayed alert 61 followed by alert 57, after which a force restart was performed and a factory reset occurred that prevented data sync; the user utilizes a dexcom g7 cgm and a replacement pump was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description. Complaint was confirmed. Alert 57 and 61 were present in the notifications menu upon device start up. Dry leadscrew runs were not able to be performed and restarting the device did not clear the alerts. The issue is likely due to improper hot processor installation as device did show a serial number in the 'about ilet' menu.